Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had the lead replacement because there was a therapy issue, the patient was not receiving optimal therapy. The cause of the lead replacement was not determined. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the reason for the lead replacement was suboptimal placement. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# v311822, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4). All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had persistent tremors in their foot and hand on the right side of their body. MRI was performed to determine current lead placement. Left lead was explanted and a new lead was placed. Inter-op mer of the newly placed left lead was performed along with inter-op stim testing of the lead. Based on this testing in the inter operative environment, the results was better tremor control. The issue was resolved the time of the report. Patient¿s left lead was providing sub therapeutic results. It was determined by the surgeon and neuro that a revision would be performed to explant the left lead and place a new lead in order to provide optimal results. There were no further complications reported.

Manufacturer narrative:
Correction to show as adverse event only. If information is provided in the future, a supplemental report will be issued.